Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the depuy mv cement set up in 10-12 minutes on left knee.

Manufacturer narrative:
Additional narrative: DHR and complaint history review completed. 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. A complaint database search found 1 additional report against this product/ lot combination. It is recognised however that it involves the same procedure on the same patient. Retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c and mixed in the laboratory in a beaker under ventilated, temperature and humidity controlled conditions as per the IFU. The powder and liquid components combined as normal with a wet-out time of 17 seconds, a mean dough time of 2 minute 29 seconds and a mean setting time of 10 minutes 24 seconds, all of which are within the control specification limits. The appearance and handling characteristics of the cement were as expected and all results obtained were within the control specification. See attachment (B)(4) tm-t150 results.pdf¿ the IFU states ¿the surgeon should, by specific training and experience, be thoroughly familiar with the properties, handling characteristics and application of the bone cement. Handling characteristics and setting time of bone cements are affected by temperature, humidity and vacuum mixing. Cement components and mixing equipment should be stored at the intended operating room temperature (around 23°c (73°f) for a minimum of 24 hours before use. Do not pre-chill the cement. Refer to clinical timing and usage guidance charts at the end of this leaflet for effect of temperature on handling and setting times. Manual handling of the cement and body temperature will reduce the final setting time. Variation in setting time over the cement¿s shelf life can be minimised by storing the cement under the recommended conditions.¿ it also states ¿for both digital and syringe application the handling characteristics and setting times are affected by ambient temperature.¿ setting time specification for the complaint product is 10-12 minutes (see attachment (B)(4) ms-037 page 3 setting time specification.pdf). If the surgeon is regularly using and/ or storing the cement at an ambient temperature more than 23°c, they will be expecting a shorter than specification setting time. As a cement checklist has not been supplied by the customer, this cannot be confirmed. Dva-107020-fde includes this failure mode on lines 55, 57, 65, 66, 67, and 68 with a bar outcome, and on line 56 with an outcome of ifr. See attachment (B)(4) fmea extract dva-107020- fde.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23°celsius as per the IFU. The operating theatre temperature, or the conditioning and storage of the product could have potentially aided the unusual behaviour mentioned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.